Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition unknown.

Event description:
It was reported that the patient contacted stryker (B)(4) via phone describing that implanted stryker product broke inside him. The initial fracture happened at a car crash on (B)(6) 2015 and the initial implant surgery happened on (B)(6) 2015 at the (B)(6) hospital in (B)(6). The surgeon informed that he used gamma stem 180mm and two screws. The last visit in the surgeon office happened on (B)(6) 2015 and everything was ok. On (B)(6) 2015 the patient felt pain. Three days after, the patient went to the hospital and the x-ray detected that the implant broke. The patient informed there was no impact in the implant area and he is following the post surgery treatment according the surgeon indications. The patient is on the bed, waiting for the implant replacement, programmed for (B)(6) 2015.